Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On december 12, 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to another device (doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 7:00 am on an unspecified date during (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿160 mg/dl¿ with the subject meter and ¿120 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she does not take any medication to manage her diabetes and that she continued to follow her usual diabetes management regimen in response to the alleged issue. The patient reported that 2 hours after the alleged issue began she developed symptoms of ¿dizziness, lightheadedness and shakiness¿. The patient claimed she consumed (B)(6) at 11:00 am in response to the symptoms and felt better afterwards. The patient denied that her blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged inaccuracy issue began.